Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke could not be conclusively determined. Additionally, a cause for the reported infection could not be conclusively determined. The patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU lists stroke and infection as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that infectious workup was pending due to concerns for sepsis. The patient was found to have rhinovirus on (B)(6) 2018. The patient was asymptomatic but was monitored and was positive again on (B)(6) 2018. The patient was on cefepime and vancomycin. Respiratory culture gram stain showed 4+ gram positive cocci in pairs and clusters. The patient was given parenteral antibiotics as treatment.

Event description:
Patient was intubated emergently on (B)(6) 2018 due to non-improving neuro exam. Patient was unable to be weaned off ventilator. Bedside tracheostomy was performed on (B)(6)2018. Patient was placed on trach collar on (B)(6) 2019. Trach was downsized on (B)(6) 2019. Patient was de-cannulated (B)(6) 2019. No further information was provided.

Manufacturer narrative:
A direct relationship between the device and the reported hemorrhagic stroke and respiratory failure could not be conclusively determined through this evaluation. Additionally, a cause for the reported infection could not be conclusively determined. The patient remains ongoing on vad support. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists stroke, infection, and respiratory failure as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct relationship between the device and the reported hemorrhagic stroke and respiratory failure could not be conclusively determined through this evaluation. Additionally, a cause for the reported infection could not be conclusively determined. The patient remains ongoing on vad support. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists stroke, infection, and respiratory failure as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transferred to critical care unit on (B)(6) 2018 due to change in mental status. The patient was found to be unresponsive not responding verbally, but squeezing hand on command. Neuro consulted for hydrocephalus. Computed tomography w/o contrast impression acute hydrocephalus with subdural bleeding in setting of lvad. Status post insertion of an external ventricular drain (evd) was placed on (B)(6) 2018. Neuro consulted on (B)(6) 2018 for left foot movement in the setting of seizure. Activity patient on keppra. Further testing also revealed cerebellar hemorrhage and electroencephalogram (eeg) with concern for seizure activity. The prognosis: grim, patient with profound brain injury without clinical evidence of brain activity. On (B)(6) 2018 an irreversible severe brain dysfunction was noted; the prognosis for neurological recovery is zero. No additional information was provided.

Event description:
Additional information was received from the vad coordinator indicating that the patient was admitted on (B)(6) 2018 with jugular vein distention (+jvd), frequent pi events with speed drops, emesis, headaches and overall malaise. The patient on floor complained of headaches starting (B)(6) 2018, had computed tomography of head (cth) revealing no intracerebral hemorrhage ich/intracranial pathology. The patient developed fever on (B)(6) 2018 to 102.5f--. The vad team felt this was most likely viral given diaphoresis, headache improved, no focal deficits on exam. On (B)(6) 2018 the patient developed worsening lethargy, diaphoresis. Broad spectrum antibiotics were administered and patient was transferred to ccu and had repeat cth due to inability to protect airway revealing left posterior fossa subdural hematoma causing crowding of the foramen magnum s/p emergent external ventricular drain (evd) to relieve pressure. The patient received protamine, kcentra, and platelets/ac/antplts. Neurologically, some response to noxious stimuli; no breath initiation on patient¿s own and no gag. Evd was removed (B)(6) 2018: brainstem dysfunction. Neurologically grim prognosis. On (B)(6) 2018 the patient was following simple commands and on (B)(6) 2018, trach was placed. (B)(6) 2018: trach placed. (B)(6) 19 peg was placed. Patient currently following commands and moves extremities. Cortical blindness. Head CT of (B)(6) 2019 showed no active bleed. Possiblity of significant recovery noted.